Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Receiver was charged and booted up. There was no data log available to download and examine. The reported event of an error icon display was not confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed err!hw" "assert". No additional patient or event information is available. No product was returned for evaluation. The complaint confirmation of the error icon could not be determined. A root cause could not be determined.